Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. The customer stated they assumed the calibration materials (calset) was bad as they had a "bad" calibration on (B)(6) 2014. Also, a new reagent pack had been used for the calibration. The reagent pack was discarded and unavailable for investigation. Further investigation could not be performed. Instrument checks were performed and were within specification.

Event description:
The customer alleged they received questionable troponin t stat (tnt) results on their cobas 6000 e601 module, serial number (B)(4). The customer stated their quality control results started dropping around mid-month. The quality control results were out of range on (B)(6) 2014. They calibrated and had to run quality control several times to get it barely in range as it was too high. All the patients that were tested after the calibration were high. They repeated as normal on another analyzer. The customer stated there were five patients affected by this event, but only provided data for two patients with discrepant results that were reported outside the laboratory. The first patient's initial tnt result was 0.049 ng/ml. The repeat result was <0.01 ng/ml accompanied by a data flag. On (B)(6) 2014, the second patient, a (B)(6) man, had an initial tnt result of 0.07 ng/ml. The repeat result was 0.017 ng/ml. There were no adverse events. The tnt reagent lot number was 17575901 and the expiration date was 02/28/2015. The field service representative found issues with the tnt cal set. He checked the pipetting, sipping, sampling, and washing mechanism. He did performance testing with ok results. The customer did a lot calibration and quality control with results within the customer's specifications. The customer did a mini-correlation with another analyzer.